Event description:
Per the clinic, the patient never experienced auditory perceptions from the internal device. The device was explanted (B)(6), 2014, and the patient was reimplanted with a new device during the same surgery. The device has not been made available for analysis as of the date of this report, (B)(6), 2014.

Manufacturer narrative:
(B)(4). Device is currently unavailable.